Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken cable; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a broken cable was confirmed during product evaluation. This condition was caused by mishandling. The power cord was replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.